Event description:
The patient reported she lost scs system stimulation and is unable to establish communication with her scs ipg and external devices. Patient also reportedly experienced a fall a few weeks ago. The patient is to meet with her physician to discuss possible surgical intervention to take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient previously experienced multiple falls. Surgical intervention took place on (B)(6) 2015 at which time the patient's scs ipg was explanted and replaced. Effective therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Correction numbers: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.